Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient said they had two urinary tract infections (uti) in (B)(6) 2018. They also said the last time they connected to their ins was (B)(6) 2018 and stimulation increased on its own. The stimulation issue occurred 4 days prior to initial report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.